Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl, and she was treated with an insulin drip. The customer stated that she did not feel well before the event. Attempted to troubleshoot as customer mentioned that there is fluid in the insulin pump, but the device did not have a battery cap. It was stated that after the battery was replaced the device powered on and the numbers on the screen were frozen. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to alarm anomaly. However, the insulin pump passed the displacement test. Unit had unresponsive button due to moisture damage at the keypad trace.